Manufacturer narrative:
(B) (4).

Event description:
Approximately 6 months ago, the pt had a lead revision; the reason for the revision was not provided. Following the revision, while the stimulation was on, the pt had pain at the implantable neurostimulator (ins) site. Movement and palpation did not cause the stimulation to change. Impedance measure were >10000 ohms on 8, 12, and 14. The amplitude was increased to 3.0v and impedance readings were >40000 ohms on 12 and 14. It was also noted that they were unable to adjust the stimulation with the pt programmer; the display was showing "call your doctor" icon and oor (out of regulation) was showing on the pt programmer. The pt previously had 2+, 3-, 4+, 10+, 11- and 12+ programmed. They changed the programming to 1+, 3+ and 2- and the pt was getting stimulation. After the change, when turning on the pt programmer, the oor did not reappear. The pt was going to try the new programming for a couple of weeks. Programming around the electrodes with high impedance had taken the pain out of her back, but the pt still had pain at the ins site.